Event description:
It has been reported to philips that new images could not be processed as the disk was full. No harm has been reported to philips. A philips remote service engineer (rse) recreated the patient database which successfully returned the device back to the expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. Philips remote service engineer (rse) connected with the customer and customer stated that the system had writing problem. Review of system log file identified the frontal ippc error. Upon troubleshooting, the rse recreated the patient data base. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.